Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarms or blank display was noted. The off no power alarms and the low battery alarm functioned properly. The insulin pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and motor tests. No motor error alarm was noted. The insulin pump had a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that they went into the emergency room. Customer also states that there is a motor error alarm. The blood glucose reading is 500 mg/dl. Nothing further reported.